Event description:
Implant date: 1992. Pt complained of pain. X-rays taken in 1994 indicate there is a broken screw. Revision surgery 3 days later at which time it was noted the device was loose and there was a pseudoarthrosis.